Manufacturer narrative:
The returned device was evaluated and no damages or defects were found that would cause pain during insertion. The root cause of the pain could not be conclusively determined. The exposed portion of the soft cannula was observed to be stretched. Although the cannula was observed to be damaged, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours their blood glucose level had rose to 300 mg/dl. In addition the patient reports feeling pain at the pod insertion site (abdomen). As treatment, the patient applied a new pod.